Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a leak from the connection of a pca tubing to a primary tubing during a potassium infusion, dosage and rate not available. The tubing was replaced with a substitute from the same lot and the leak occurred again. When the tubing was replaced with a different lot the infusion continued without incident. It was noted that the connection between the pca and primary tubings appeared to be secure. There was no patient harm.